Event description:
It was reported that the pt was revised due to fracture of the femur just proximal to the fixation plate with the fracture line extending into the most proximal screw hole of the plate. When removing the plate and screws, it was noted that five locking screws had broken.

Manufacturer narrative:
Eval summary: no product was returned for eval. If the bone was not properly reduced during the procedure, contributing to a possible malunion, then the plate and screws would be subjected to add'l loading, possibly contributing to failure. Based on the info provided, it is not possible to determine a root cause for this issue. Eval: review of the device history records for the locking plate did not find any deviations or anomalies. Review of the device history records for the screws ws not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.